Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 6.8 mmol/l. Customer stated received pump alarmed power error, changed the battery and pump alarmed change battery 30 minutes later which they changed the battery again and once again alarmed change battery. The customer was assisted with trouble shooting. Since customer has the 640g pump it the customer was offered to replace the pump. Advised to monitor the pump and call back if the error recurs and was given information on how to replace pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery, power loss alarm, replace battery alert. The power management tool confirmed power error, low battery, power loss alarm, replace battery alert due to non-sleep anomaly software error. Unit was received with stained/faded serial number label, cracked battery tube threads, partially detached reservoir tube retainer, scratched case, minor scratched lcd window and stained keypad overlay.